Manufacturer narrative:
(B)(4). The patient underwent reoperation on (B)(6) 2013 because the needle location was found by ultrasound. The needle was removed. (B)(4). Representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2013 and suture was used for the episiotomy repair. The needle broke while suturing the perineal muscle. The surgeon was unable to locate the needle fragment by touch or echography.